Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the implantable neurostimulator was moving around in the pocket and there was discomfort around the pocket. It was noted that contributing factors to this issue include that the patient had lap band surgery in (B)(6) of 2021, lost a lot of weight, and no longer has chronic pain and does not use the stimulator. Due to the extra skin and the implant location, the implantable neurostimulator was moving and causing some discomfort. The implantable neurostimulator was explanted, but the leads were kept implanted in case of need in the future. No further actions are needed at this time. The patient was happy with results of her stimulator, but feels that she no longer needs it. The issue was resolved at the time of the report.